Event description:
Reportedly, during implant (eno pm 347cr4d9), the rv lead was placed in the septum and good parameters were obtained. The ra lead was placed in several places but the threshold was always between 1,5 and 2v. P sensing was 3-4mv. These values were finally accepted. On the next day the parameters were reported to be slightly improved so patient was dismissed from the hospital. On monday she was admitted to the urgency room with syncope and pacing stimulation discomfort. Rv lead was dislodged (in the apex), a lead was in the same position as implant in the xray but no capture was present at max output. Patient performed reintervention on (B)(6). Issues with the a lead capture were confirmed with psa. Patient was in a slow junctional rhythm so p¿ waves had 0,5 mv amplitude. Implanter decided to explant both leads and implant medtronic leads. For the atrial lead it was not easy to get a position with a good threshold, so they eventually settled with a threshold of around 1.5v. On the next day the a threshold was 0,75v and despite a low r wave, all looks good. Both leads will be sent to analysis.

Event description:
Reportedly, during implant (eno pm 347cr4d9), the rv lead was placed in the septum and good parameters were obtained. The ra lead was placed in several places but the threshold was always between 1,5 and 2v. P sensing was 3-4mv. These values were finally accepted. On the next day the parameters were reported to be slightly improved so patient was dismissed from the hospital. On monday she was admitted to the urgency room with syncope and pacing stimulation discomfort. Rv lead was dislodged (in the apex), a lead was in the same position as implant in the xray but no capture was present at max output. Patient performed reintervention on the 24th of september. Issues with the a lead capture were confirmed with psa. Patient was in a slow junctional rhythm so p¿ waves had 0,5 mv amplitude. Implanter decided to explant both leads and implant medtronic leads. For the atrial lead it was not easy to get a position with a good threshold, so they eventually settled with a threshold of around 1.5v. On the next day the a threshold was 0,75v and despite a low r wave, all looks good. Both leads will be sent to analysis.

Manufacturer narrative:
Device history report (DHR) analysis shows that the units related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Based on the available information and observations made on the file provided, reveal few days post implantation abnormal electricals behaviors are observed (decreasing of the ventricular and atrial sensing and high threshold values measured). These findings my suggest an issue with both v&a leads positioning. According to the filed the ventricular lead dislodgement was confirmed by an x-ray. As the atrial lead was repositioned several times during the implantation procedure, blood and tissue residues could have coagulated preventing the screw to be correctly fixed (to be retracted and then extended again). This may explain the reported capturing failure and suggest that the atrial lead was not well positioned/screwed. The standard electrical measurements for both were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues and a lead positioning issue could be suspected. Lead micro-dislodgement/dislodgement could occur due to external factors, such as patient physiology. Lead dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. The case is retained for trending purposes.